Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent with naviflex rx delivery system was implanted in the bile duct to treat a stricture during a procedure performed on (B)(6) 2026. During the procedure, the black introducer got broken. There were no patient complications reported as a results of this event.